Event description:
Pt developed abscesses at injection sites in lips approximately 8 months after date of treatment. Physicians have treated symptoms with topical chlobetasol propionate, as well as oral keflex and other unidentified antibiotic.